Event description:
It was reported by the customer that pyxis medstation es system was stuck on the display screen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the screen was stuck. A technical support specialist verified that the customer attempted to log into the station and successfully retrieved the medications. The device functioned as intended after the customer resolved the issue.